Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced reservoir occlusion. Customer reports of having difficulty pushing insulin through with plunger during priming. Customer was educated on loosening plunger and re-tightening in order to make plunger easy to move. Customer was advised that reservoir would be replaced. No further information provided.